Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx4012swc was removed on (B)(6) 2019 due to failure to osseointegrate 3 years and 22 days after implantation. The patient has no significant medical history. The doctor noted pain during explantation. The patient has recovered without complications.